Manufacturer narrative:
This report is submitted on july 22, 2021.

Event description:
Per the clinic, the patient was placed under general anesthesia in order to explant the device on (B)(6) 2021 due to insufficient development of the auditory impression and paresthesia. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on september 27, 2021.